Event description:
It was reported that the patient presented in clinic for a left ventricular (lv) lead implant procedure. During the procedure, it was noted that the right ventricular (rv) was lead dislodged which was discovered using standard x-ray. There were no consequences to the patient related to the dislodgement. The rv lead was replaced successfully. The patient was stable throughout the procedure.